Event description:
It was reported that during a procedure, the tibial articular surface provisional fractured after the surgeon was done trialing. No patient consequences were reported as a result from the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code - mechanical (g04) - provisional top. Visual examination of the returned product identified signs of repeated use nicked /gouged and the medial feature of the tasp has fractured off. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. Complaint is confirmed fractured based on product evaluation. Upon review of our reporting decision on fracture of articular surface provisionals.  A review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.